Event description:
The customer reported that a patient sample with no previous history typed as a group o negative when tested on the ortho provue analyzer using mts a/b/d monoclonal and reverse grouping card lot # 030909037-04. According to the customer, all patient samples without a previous history are repeated using the tube method. Patient typed as a b positive. A 4+ reaction was observed in tube with the anti-b and anti-d antisera. The customer reported that testing was repeated on the provue and the sample reacted as group o negative. Visual inspection of cards showed that the reactions were clearly negative. Additional testing was performed in manual gel. The customer noted that the anti-b and anti-d microtubes reactions were mixed field. Customer indicated that the patient is a (B) (6) female who received 2 units of o negative packed red cells 1 week ago. No erroneous results were reported.

Manufacturer narrative:
Ship date: 11/2006. Ocd customer technical services (cts) discussed the differences in specific gravity between recently transfused red cells and autologous cells; the transfused cells tending to migrate to the bottom of the tube (heavier) and the patient's or autologous red cells tending to stay on top. Since the probe of the provue aspirates red cells 1 mm from the bottom of the tube, it is feasible that the probe went to the bottom of the sample tube and without disturbing the sample, aspirated the o neg cells (transfused cells). This may have resulted in the negative results in the anti-b and anti-d microtubes of the gel card. The sample was removed from the instrument prior to the additional testing in tube and manual gel. The sample tube may have been disturbed and when the customer inserted the wider pipette/pipette tip into the sample for tube/manual testing, it is possible that both populations of cells were aspirated. Thereby, producing a mixed field reaction. Incident is isolated and most likely sample related. This customer has not logged any similar complaints against this analyzer since the incident. (B) (4).